Manufacturer narrative:
An outer box was returned with outer vial from pd-tsvh10 rev k. Visual inspection of the as received products identified that the temper resistant tabs on the green cap of the outer vial were broken. The implant, mount and the cover screw were missing along with the inner vial. The vial did not identify any damage or malfunction and the labels on the vial and the outer box appeared to be in proper condition. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints found for this lot number. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Product packaging. All implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances which could cause or contribute to the reported event were documented in the DHR. Lot was inspected and accepted by qa. The complaint could not be verified, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The customer reported that the ¿seal to implant box was open and the container (vial) that holds implant was empty¿ when they received it. However, the DHR review identified that the caps on the vials were fully intact during final inspection. A singular cause cannot be identified. UDI: (B)(4).

Manufacturer narrative:
Manufacture received a zimmer implant container no implant inside PMA 510(k): additional 510k numbers for device: k011028, k013227.

Event description:
It was reported that the doctor attempted to use implant (tsvh10) for a procedure on (B)(6) 2017. The seal to implant box was open and container (vial) that holds implant was empty. Doctor was able to complete the procedure with another implant from stock.